Event description:
The facility reported, the unit would not accept the cassette intermittently, or kicked the cassette out of the fluidics module twice during set-up. They found the hub roller was loose, and could be pulled out. They requested svc. No pt injury occurred, but eight cases were cancelled after a few of the pts had already been prepped for surgery, and one of them was already in the room. No add'l info is expected.